Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on or about (B)(6), 2004 and on or about (B)(6), 2004 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-04069, 1225714-2014-04070, 1225714-2014-04071 and 1225714-2014-04072.